Manufacturer narrative:
A ge representative evaluated the system and replaced the ups. The system operates as intended.

Event description:
The customer reported the system displayed a communication error and locked up during boot up. No patient injury was reported.